Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for one sample. The following results were provided: (customer provided reference range 3.5-5.1 mmol/l) on (B)(6) 2023, sid (B)(6) , initial potassium result was 6.6 mmol/l, repeat result was 4.0 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
Field service representative (fsr) resolved the issue by replacing the cable, ict to ict pre amp of the alinity c processing module. No additional discrepant result issues have been reported since the service activity was completed. The cable, ict to ict pre amp was determined to be the likely cause of the issue. The ict module is used for analysis of electrolytes on the alinity c processing module. Review of all the information provided by the customer was reviewed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6) or cable, ict to ict pre amp was identified. Additional information in section d10 concomitant product all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete information: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for one sample. The following results were provided: (customer provided reference range 3.5-5.1 mmol/l) (B)(6) 2023 sid: (B)(6). Initial potassium result was 6.6 mmol/l, repeat result was 4.0 mmol/l no impact to patient management was reported.